Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurring nocturnal low glucose alerts from the cgm while using the ilet system, with alerts occurring multiple times overnight and fingerstick readings in the 60¿80 mg/dl range; the agent advised that compression of the sensor could cause falsely low cgm readings and instructed the patient to confirm with a bg meter and manually enter the value into the pump, and the patient used oral glucose tablets when appropriate. Symptoms included hypoglycemia. Outcomes included medication required to treat the event; no serious injury or illness was reported. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and insufficient information was identified as the medical device problem and device component characterization. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.